Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer stated the paramedics treated her with a glucagon shot but she was not admitted to the hospital. Customer's blood glucose reading was 23 mg/dl. Customer stated that her menstrual period may have led to low blood glucose levels. Offered to troubleshoot for low blood glucose levels but customer declined since she does not believe it was pump related. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.